Event description:
During a tubing set evaluation, air was observed in the line; however, the novum iq large volume pump did not alarm for the air in line. The set was undergoing a short, simulated therapy of 50ml/hour for twenty-four hours. At an unknown time during the simulated therapy, air was noted in the line. The novum pump did not alarm for the air. Since the event occurred during evaluation, there was not patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date between 06/12//2025 and 06/13/2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: upon further review, the novum pump did not have air in the line; therefore, the device is no longer suspected to have caused or contributed to the event of air in line - false alarm.